Event description:
Litigation papers allege in or around (B)(6) 2010, patients physician ordered patient to undergo blood tests which showed that he had high levels of the metals chromium and cobalt in his blood. Update: 10/04/2011 - legal claim received. A new law firm is representing patient. They provided a date of implant and explant, as well as patients dob. Complaint was reopened to add new information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.